Event description:
The reporter stated that the unit displays system fault 101 and could not be used. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Customer problem verified. The pump would intermittently go into 101 (forward gear change early) errors. This was the result of a loose motor encoder magnet. Corrective action has been implemented at the vendor.